Event description:
The reason for call was patient reported their back has been bothering them exceptionally for about 2 weeks and normally when they lay down in bed they can feel that the therapy is on and working, but they haven't felt that for over a week. Patient confirmed therapy was on and in group a. Agent asked if patient has changed therapy group or settings and patient reported they had not. Agent had patient attempt to change groups; however, patient reported only group a was programmed in. Agent reviewed increasing intensity and patient initially reported they increased the intensity to 2.7, but later seemed confused as to instruction and reported they were unable to access screen to adjust intensity and stated they think their mdt rep had "locked in" their settings. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue. Patient repeated previously documented information that they are in heart therapy twice a week and turn off their stimulation as it interferes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported they did not know what the cause of not feeling stimulation, back pain, and interference with heart therapy was. The patient called the doctor to get a representatives name but they haven't heard back yet. The issue was not resolved.